Manufacturer narrative:
Patient information is unknown. This report is for an impactor - unknown lot. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture procedure, the tip for the dhs/dcs impactor broke off. The surgeon was impacting the plate on the lateral side and upon final impaction, the tip of the dhs/dcs impactor broke into two pieces. The tip was easily retrieved. As the plate was in place another impactor was not required. There was no surgical delay. The procedure was completed successfully. The patient was reported to be stable. Concomitant device reported: plate (part # unknown, lot # unknown, quantity of 1). This complaint involves one (1) device. This report is for an impactor. (B)(4).

Manufacturer narrative:
No service history review can be performed because the lot/serial number cannot be traced. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.